Event description:
A medtronic representative reported a site concern that their navigation system was running slow and intermittently difficult to shut-down and boot-up. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. Issue could not be replicated. Computer upgraded and issue resolved. RMA issued. Replacement computer shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that the computer functioned properly during all stages of testing with no problems found. Fully functional - did not cause this event.